Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part numbers and/or lot numbers were not reported, and the devices were not returned. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage, stenosis, pseudoaneurysm, and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention and surgical intervention was likely related to case circumstances. The patient effects of hemorrhage, stenosis and pseudoaneurysm are listed in the electronic perclose proglide instructions for use (IFU) as potential adverse events of use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event: estimated d4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled, "comparative study of single- versus double-proglide device strategy for access site closure of transfemoral transcatheter aortic valve replacement."

Event description:
This study compared the results of multiple transcatheter aortic valve replacement (tavr) procedures using proglide devices. The intention of this study was to compare the rate of vascular complications in procedures using one proglide device versus procedures using two proglide devices. One group used one proglide device post procedure while the other group used the pre-close technique and two proglide devices. The femoral artery was used for all access sites. The rate of vascular complications were low; however for proglide devices, included the following: failure to achieve hemostasis, bleeding, pseudoaneurysm, and stenosis requiring the use of surgery, covered stents, and other unspecified interventions. 7 deaths occurred; however, none were related to the use of proglide devices. The article concluded that the use of one proglide device post procedure was a more safe and effective method of achieving when compared to the use of two proglide devices. The use of one proglide device had lower rates of vascular complications than the use of two proglide devices. Specific patient information is documented as unknown. Details are listed in the attached article, "comparative study of single- versus double-proglide device strategy for access site closure of transfemoral transcatheter aortic valve replacement." No additional information was provided.